Event description:
After "all-laser" lasik with wavefront, I am experiencing vertically-stacked double images in both eyes due to astigmatism introduced by the surgery, see halos and flares at night, and I have a corrected vision level of 20/40. Diagnosis or reason for use: vision correction.